Manufacturer narrative:
The event involved burn and blistering following a tattoo-removal procedure using the harmony xl pro with the clearlift ktp. The reported injuries were minor and are expected to resolve. The device was not returned, and the serial number was not provided, preventing functional testing. No evidence of device malfunction was identified based on available information. The investigation indicates the event was associated with treatment parameters or device use, consistent with a user-related cause. This report is submitted in good faith in accordance with 21 cfr part 803. The event was also reported by the importer under report number 3004450661-2025-00024.

Event description:
The importer reported that following the use of the harmony xl pro system at a user facility, a patient experienced burns and blistering at the treatment site.